Manufacturer narrative:
A medtronic representative went to the site to test the equipment, performed fluoro gain calibration and the imaging system registered a pass in system checkout. The system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system is not taking images. There was no patient present when the event occurred.